Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to e1, g2, and h8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was likely caused by user error, improper/wrong handling and application of excessive mechanical force to the subject device.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. During the evaluation, breakage of the tip cover glass was found and outer tube damage. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that a telescope had missing lens. It is unknown when the reported issue was found. There was no patient injury or adverse event reported to olympus.